Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause is traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that some light emitting diode segments of the high flow insufflation unit, the digital bar graph of the front panel did not illuminate and there were rust on the flat flex cable on the panel. There were no reports of patient involvement.